Event description:
The customer reported to beckman coulter (bec) that there was a fluid leak of approximately 1ml from the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed that there was a leak from the blood sampling valve (bsv) along with startup failures on platelet counts and differential results. The fse determined that the probe wipe rinse block was misaligned and performed a realignment which resolved the leak and the startup issues. The fse ran controls in automatic mode and ran normal control in manual mode, and verified the instrument's performance. Failure mode was related to misaligned probe wipe rinse block. (B)(4).